Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, post-paced t-wave oversensing on the ventricular was observed. Programming changes were recommended.

Manufacturer narrative:
.